Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 185 mg/dl at the time of incident. Customer stated that the insulin pump act button was unresponsive and unable to rewind the insulin pump. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that he called the ems and was dispatched to the customer's house because he panicked. Customer did not received treatment from the ems. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked. Device was received with scratched lcd window, cracked battery tube threads and scratched reservoir tube window.